Event description:
It was reported that during therapy, the cardiosave intra-aortic balloon pump (iabp) unit is defective and has blood in the helium tube. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Manufacturer narrative:
A getinge filed service engineer (fse) evaluated the unit and found blood detected in the pneumatic module. The fse replaced the pneumatic module and all functional, calibrations and safety checks were performed. Returned unit to customer. Updated fields: b4, d9,e1 (initial reporter), e2, e3, g2, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. Additional information: event site postal code: (B)(6).

Event description:
N/a.